Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed and analysis was performed and no anomalies were found. No tissue in the helix at time of analysis. Concomitant product: 5086mri52 lead implanted: (B)(6) 2014. (B)(4).

Event description:
It was reported that the right atrial (ra) lead was found dislodged post implant. It was noted there was tissue in the helix. The lead was explanted and replaced. No patient complications have been reported as a result of this event.